Event description:
It was reported that the patient's device was displaying the column needed message. It was noted that the patient was having issues putting columns in their device and was using an oxygen concentrator with a lower maximum output as their backup. The patient was unable to get enough oxygen and went to the ER for a day. After troubleshooting and patient education, the event was resolved and the patient is doing better. Although this issue is attributed to the device's columns, this event will be reported on the oxygen concentrator unit.

Manufacturer narrative:
B3: date of event is estimated. Although this issue is attributed to the device's columns, this event will be reported on the oxygen concentrator unit. The unit was not returned. No other information is available at this time to determine any other probable cause and/or the exact cause of the event.